Manufacturer narrative:
Testing and investigation found the device door roller was broken off. The device door could not be properly closed due to the broken door roller. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller was leaving the device door assembly in the open position exposing the device door roller to contact damage. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller and door roller pin were broken. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.